Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the clips dropped out of the jaws. The site used a new instrument to complete the case. There was no pt consequence.